Event description:
Humidifier was being used on a two year old ventilator dependant child, who reportedly burned the bottom of his foot on the humififier, and reportedly rec'd third degree burns on the bottom of his foot.